Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, loss of capture, and high out of range pacing impedances greater than 2000 ohms. A ra lead fracture was suspected. The system was reprogrammed to electrically abandon the ra lead. The patient will continue to be monitored via the remote monitoring system. No adverse patient effects were reported.